Event description:
Audible alarm sounded at each nurse's station indicating loss/low air pressure (approx. 1725) went to equipment room & checked compressor indicator light on all 3 compressors indicated major power failure. Further troubleshooting found that one unit grounded, thereby creating a ground fault on all 3 units each compressor on separate breaking. Ground fault overrode individual breakers to the main breaker. Defective compressor unit motor identified & power restored to remaining 2 units approx. 25 min later.